Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a procedure they had a return of tremors. They used the programmer and the therapy showed it was on but she did not have the option to adjust stimulation. They are shaking really bad. About 8-10 hours post surgery the tremors went away.